Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted after a long and difficult dissection, the cord was identified and dissected away from the pubic tubercle and the inguinal floor. There was indurated mesh adherent to the external oblique fascia and the inguinal floor surrounding parts of the cord and partially adherent at the internal inguinal ring. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted she found an extremely scarified floor. He also noted a large amount of colon in the hernia sac and was concerned it would be quite adherent to the mesh. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted after a long and difficult dissection, the cord was identified and dissected away from the pubic tubercle and the inguinal floor. There was indurated mesh adherent to the external oblique fascia and the inguinal floor surrounding parts of the cord and partially adherent at the internal inguinal ring. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted she found an extremely scarified floor. He also noted a large amount of colon in the hernia sac and was concerned it would be quite adherent to the mesh. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/23/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.